Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the base but not detached from the tip. The broken piece was not returned with the instrument, measuring roughly 12.25 mm x 4.93mm. Further inspection of the returned instrument found additional damage of a fully broken conductor wire at distal end. Instrument failed continuity test. Additional observation(s) related to customer complaint: the instrument was found to have a broken-carbide insert on one grip(s). The carbide insert was not returned, measuring 8.42 mmm x 3.05 mm in size. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken grip tip. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar forceps instrument grasping blade came apart. Assistant successfully removed the loose component from the patient and successfully removed the instrument from the arm without any issues. No fragments fell into the patient. The procedure was completed as planned with no reported injury using a backup instrument of same kind. Intuitive surgical, inc. (Isi) received the following additional information: the surgeon and theatre team noticed the instrument tip had broken and part of the tip had come loose however did not disconnect from the instrument till after the instrument was removed from the patient and subsequently, the robot arm. The team was satisfied that they had removed the whole instrument. The instrument nurse then mentioned the loose component disconnected completed at the scrub trolley. This small component was discarded of, and the instrument was sent for decontamination. No post operative tests were required.